Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was 545 mg/dl and an insulin injection was administered to address the bg. The customer and healthcare provider initially thought the pump was the cause of the high bg. A pump system check was performed and no device issues were identified. Upon follow up, the healthcare provider agreed to try setting a temporary basal rate; however, the customer did not change the settings, but changed the vial of insulin and reported that this seemed to have helped.